Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
It was reported through the filing of a lawsuit that allegedly after a period of time following the implantation, the patient began experiencing discomfort in the area of his device. It further alleged that an MRI of the left hip revealed "marked distension of the iliopsoas bursa with fluid and apparent calcified debris" and "fluid extending to the anterior margin of the left femoral head". During revision surgery on (B)(6) 2016 the surgeon noted "cloud but no purulent material...consistent with pseudotumor".